Event description:
"Total knee replacement surgery performed. Patient was kept under anesthesia. Post-op x-ray revealed a piece of metal in the knee joint. Or team went back in the knee joint and removed the foreign object."